Manufacturer narrative:
The customer reported that the display on the bedside monitor went black. Patients are able to be monitored on the cns (central monitoring system) and the extended display outside the room. The device was not on patient when the bedside monitor was being set up. Loaner was sent to the customer. The device and recorder was returned for evaluation and repair. The nihon kohden repair center was able to duplicate the black screen on the bedside monitor. The inverter board was replaced to fix the issue. The repair center also found that the power supply is making a noise. Currently the power supply is out of stock. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display on the bedside monitor went black. Patients are able to be monitored on the cns (central monitoring system) and the extended display outside the room. The device was not on patient when the bedside monitor was being set up. Loaner was sent to the customer.

Manufacturer narrative:
The customer reported that the display on the bedside monitor went black. Patients are able to be monitored on the cns (central monitoring system) and the extended display outside the room. The device was not on patient when the bedside monitor was being set up. Loaner was sent to the customer. The device and recorder was returned for evaluation and repair. The nihon kohden repair center was able to duplicate the black screen on the bedside monitor. The inverter board was replaced to fix the issue. The repair center also found that the power supply is making a noise. The unit has been cleaned, disinfected, and evaluated bsm has duplicated "black screen". The inverter board was replaced to fix this issue. The main board was also making a noise (thought to have been the power supply). Power supply was still replaced as a precautionary measure. Main board no charge. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.